Manufacturer narrative:
The product was returned for analysis; however, the evaluation has not yet concluded. Upon completion of the product evaluation, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that prior to use, the balloon on a fogarty catheter was tested and ¿was good¿; however, as the surgeon inserted the catheter into the vessel, the tip broke off. There was no allegation of patient injury reported. The suspect device was available for evaluation; however, the tip was discarded at the time of the event and not returned to the scrub nurse.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 120804f fogarty catheter. As received, the balloon, distal windings, and proximal windings were completely detached and missing from the catheter body. The balloon and both windings were not returned with the catheter. An indication of the winding was observed on the proximal part of the catheter body. No other damage was noticed from the catheter body. The customer report of a broken tip was not confirmed on evaluation; however, the balloon, distal windings, and proximal windings were completely detached and missing from the catheter body. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.